Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on the right ventricular (rv) lead. Additionally, intermittent high capture thresholds were observed. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.